Event description:
Mother called and stated that the pt's mickey button balloon busted and she replaced g-button with a hide-a-port 24 fr 1.7cm and pt broke out w/ water blisters underneath button and around abdomen. Redness around button. Mother treated area w/ otc desitin w/ no improvement. Mother removed hide-a-port after 4-5 days and replaced w/ another mickey button and blisters and redness improved.